Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: underfusion, at 09.00 on (B)(6) 2024, the rate of 500 milliliters an hour (ml/h) (no poppy lkm) vssi 2000 ml in 4 hours and compare was set with two 1000 milliliters (ml) bags. After 60 minutes, the nurse feels/observes that too small a quantity has been introduced. According to the nurse, the pump sounds slightly different. She weighs the IV bag and compares it with an unused 1000 milliliters (ml) bag, the used bag weighs only 200 grams less. It is estimated that only 250 milliliters (ml) went in in 85 minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Additional information: h4 device manufacturer date. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: n030005, hours of operation: 18390, seal: yes (black produktion seal), further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-11-27 were investigated. A space line was selected and the infusion started with a rate of 500ml/h and a volume of 2000ml over 4 hours. After 1 hour and 20 minutes the infusion was stopped and the line was extracted. At this time, 685,1ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,07%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.